Manufacturer narrative:
Product complaint # (B)(4). Gtin: product was marked for gudid exclusion. Unique identifier (UDI) : UDI/gtin information is not applicable. Product is no longer marketed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery with the syringe in question. In the surgery, the syringe was broken during cement pressurization. The other product was opened and used, so it did not affect the surgery. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2024, the patient underwent the surgery with the syringe in question. In the surgery, the syringe was broken during cement pressurization. The other product was opened and used, so it did not affect the surgery. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that single syringe set was broken from the barrel cylinder, also the device has hardened cement inside and outside the cylinder due to the breakage that existed. Additionally, all other subcomponents of the system, the funnel, locking pin, handle, mixer tube assembly were missing. The potential cause could be attributed by use of excessive forces in pushing and pulling back or twisted the nozzle at the mixing process of the cement or at the pressurization due to the cement may have begun to harden faster than usual. However, a definitive root cause cannot be determined. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the single syringe set would have contributed to the complained issue. Based on the investigation findings, the potential cause is not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no valid lot number was provided for this device.